Manufacturer narrative:
Other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving gablofen [2000 mcg/ml] at a dose of 732 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on 2017-jul-06 that they had done a catheter revision in (B)(6) 2017. It was clarified on 2017-jul-13 that catheter damage during a spine fusion was what led to the catheter revision. The patient's weight at the time of the event was (B)(6) kg. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-jul-25. The reason for the spine fusion was stated as scoliosis, neuromuscular. The patient experienced the symptom of increased dystonia related to the damaged catheter. The status of the damaged catheter that was revised was not known.